Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief and miissing, damaging wires in the cable. Additionally, the rear therapy electrodes were missing from the belt. The root cause for the mssing cable and therapy electrodes was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.